Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient contact reported the pd patient fainted and was hospitalized on (B)(6) 2018 as a result of the syncopal episode. As of (B)(6) 2018 the pd patient remained hospitalized. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who stated no information was available about the treatment in the hospital. The pd rn confirmed that the patient did not have a last fill and hence did not have fluid in the belly at the time of fainting. No recent changes were made to the patient's pd therapy. Additional information was requested.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. During a follow-up call on (B)(6) 2018 the point of contact (poc) for this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported the patient had a syncopal/fainting episode requiring hospitalization on (B)(6) 2018 through (B)(6) 2018. During the call the poc reported the patient was not dialyzing at the time of the event, and causality was presently unknown. During a follow-up call on (B)(6) 2018 the peritoneal dialysis registered nurse (pdrn) reported she was unable to provide any additional information regarding causality. It was also reported the patient did not complete his last fill on (B)(6) 2018, therefore the patient had no fluid in his ¿belly¿ at the time of the event. Additionally, there were no known pd therapy prescription changes in relation to the event date. During an additional follow-up call on (B)(6) 2018, the pdrn stated the patient was discharged that day, however no additional information was currently available. Additional attempts to obtain information regarding the hospitalization have this far been unsuccessful.

Manufacturer narrative:
Plant investigation: the peritoneal dialysis cycler was returned to the manufacturer and an investigation was conducted by the manufacturer. Visual inspection of the returned cycler interior and exterior showed no sign of physical damage. The cycler performed as intended and the as received treatment was completed without problems or alarms. The cycler weighed fill volume values were within tolerance. The system air leak test, valve actuation test and patient sensor calibration check passed. Investigation of the device manufacturing records was also performed and no deviations or non-conformances were noted during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Conclusion: based on the information available there is no evidence to support a temporal relationship between the liberty select cycler and the event(s) of syncope, fainting and subsequent hospitalization, as evidenced by the pdrn¿s statement on (B)(6) 2018 reporting the patient did not have any fluid in his belly at the time of the event(s). Additionally causality cannot be determined, as there is insufficient documentation to determine the nature and course of the hospitalization. Currently the discharge disposition of the patient is unknown. There is no documentation or indication a fresenius device(s) caused or contributed to the event(s) of syncope, fainting and/or subsequent hospitalization. There were no reported machine malfunctions, nor any allegation the machine did not perform as expected. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. During a follow-up call on (B)(6) 2018 the point of contact (poc) for this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported the patient had a syncopal/fainting episode requiring hospitalization on (B)(6) 2018. During the call the poc reported the patient was not dialyzing at the time of the event, and causality was presently unknown. During a follow-up call on 20/feb/2018 the peritoneal dialysis registered nurse (pdrn) reported she was unable to provide any additional information regarding causality. It was also reported the patient did not complete his last fill on (B)(6) 2018, therefore the patient had no fluid in his ¿belly¿ at the time of the event. Additionally, there were no known pd therapy prescription changes in relation to the event date. During an additional follow-up call on (B)(6) 2018, the pdrn stated the patient was discharged that day, however no additional information was currently available. Additional attempts to obtain information regarding the hospitalization have this far been unsuccessful.